Event description:
Rn placed 5 french ng in pt's right nare without difficulty. Rn unable to aspirate to ph confirmation. Rn then requested xray for placement confirmation. Upon review of xray, the tube was found coiled in the esophagus with the free tip broken off in the stomach.